Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was initially reported that during patient use the ventilator was making a gas releasing noise from the lower part of the ventilator when oxygen was connected. In the service screen, it was identified that the o2 inlet pressure was reading 20.2 psi. Later additional information was reported that along with oxygen leaking out of the bottom of the ventilator, the touchscreen was not responding to touch. The ventilator continued ventilating the patient properly. Patient was not removed from ventilator until ventilatory support was no longer required. No patient information will be shared by reporting hospital.

Manufacturer narrative:
Evaluation complete.